Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the issue was not able be reproduced. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus for repair. The customer did not know what the foreign material may be, there was no delay in the start of pre-cleaning, the air / water nozzle were flushed with air / water, it was stated that there were abnormalities with the accessories used for reprocessing however the said abnormalities were not specified. The customer wiped / brushed the air / water nozzle with clean lint-free clothes / brushes / sponges, the air / water nozzle was not flushed with the detergent solution, and there were no concerns about reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connecting tube had a dent, the image guide protector had a cut, the forceps could not be inserted smoothly due to damage on the channel tube, the adhesive on the bending section cover had a chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, and the connecting tube had a wrinkle. The following had a scratch: the scope connector cover unit, scope connector, universal cord, scope cover, switch box, grip, connecting tube, forceps elevator lever, up / down / right / left knobs, control unit, bending section cover, and the forceps elevator knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign objects on the nozzle were caused by deviations of the reprocessing method from the instruction manual. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had image bleeding. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.